Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor. It was reported the patient wasn't having any issues but maybe it was their stress that was bothering them. They thought the ins was not working efficiently when they had anxiety or was stressed. The patient noticed at work it was really hard to urinate. Sometimes 2 or 3 out of the 6 days they work. The patient when on to say that when they were at home it took 15 minutes to urinate but didn't need to be submerged into water. They used to have to fill up a bathtub to be able to urinate. No further complications were reported as a result of this event.